Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The study reported one patient from the cemented twin peg group had a revision between the 2 to 5 year follow up due to aseptic loosening of the tibial component. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: unknown rafobacin cement; lot# unknown. Unknown oxford twin peg femoral; lot# unknown. Unknown oxford bearing; lot# unknown. G2- foreign: denmark. Literature: sebastian breddam mosegaard, anders odgaard, frank madsen, lone rømer, per wagner kristensen, tobias dahl vind, kjeld søballe, maiken stilling. Denmark medical journal: comparison of cementless twin peg, cemented twin peg and cemented single peg femoral component migration after medial unicompartmental knee replacement: a 5 year randomized rsa study. Https://link.springer.com/article/10.1007/s00402-023-04991-y. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.